Manufacturer narrative:
The returned device was evaluated and received fully deployed. A kink was found in the exposed portion of the soft cannula. The tip of the soft cannula was also found to be occluded, and fluid could only pass through the complete fluid path when the blockage was cleared. An 0x6a occlusion alarm and pulse width increases were noted in the data.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage using lighted magnifier.

Event description:
It was reported the patient's blood glucose level rose to 380 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, the patient administered a insulin injection.